Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that the cs300 intra aortic balloon pump (iabp) had filling error. Patient not involved and no harm reported. Service visit cancelled by biomed /(B)(6). The equipment has not been repaired yet. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code).

Manufacturer narrative:
A supplemental report will be submitted once all information is available, and the investigation is complete. Complaint ID #(B)(4). Due to character restrictions in block e1: event site name: (B)(6) medical center.

Event description:
It was reported by customer that cs300 intra-aortic balloon pump (iabp) unit not filling. There was no patient involvement.